Event description:
The technician alleged that the side rail will not stay in the up-right position. No pt impact.

Manufacturer narrative:
The technician found loose and missing side rail pivot bolts. The technician replaced and tightened the side rail pivot bolts to resolve the issue.